Event description:
Olympus was informed that during an onsite visit, the user facility staff was not cleaning and disinfecting during the process, the umbilical cord and video panel. Also, a third-party brush and inappropriate brush that did not touch or reach the distal end of the scope was being used. Customer stated the use of distilled water to rinse the scope. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: user facility staff was not cleaning and disinfecting during the process, the umbilical cord and video panel. Also, a third-party brush and inappropriate brush that did not touch or reach the distal end of the scope was being used. Customer stated the use of distilled water to rinse the scope the ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for evaluation. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit. The ess provided a reprocessing in-service or reprocessing training to the user facility staff and also advised the customer the appropriate brush to use. The ess provided the user facility staff reprocessing training materials for their reference. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.